Event description:
Rptr became very ill with chest, shoulder, arm and neck pain mimicking a heart attack. Also reports chronic painful hard muscles in neck, arms, chest and back, lumps in muscles and under left arm, chronic infections and inflammation of joints. She has been diagnosed with mixed connective tissue disease, raynaud's disease, and irritable bowel syndrome and can no longer work. Silicone breast implants have ruined rptr's health and life and have subjected her body to known carcinogens for 18 years. She cannot afford to have implants removed.